Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogated a gray bar prior to device implant indicating that battery voltage was at a level not acceptable for implant. The battery longevity was less than expected. The device was not used for implant. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.